Event description:
A diabetes nurse specialist reported that a pt experienced hyperglycemia. When the pt was administering mixtard 30 insulin, the innovo device broke and jammed so the pt could not inject the full amount of insulin. Family members gave short acting insulin and the pt was recovered. Due to follow-up info this case has been re-classified from non-serious to serious in 2/2001. Further info has been requested. Follow up info received on 3/2001: the pt had been using the device in question for 2 months in 2000. The device failed while the pt was injecting the insulin. During the administration, insulin came out around the door selector and end of cartridge and then the device jammed so that the pt was unsure if rec'd any insulin or how much insulin pt had actually injected. Later, blood glucose levels were very high. The pt has continued with the same treatment and a replacement innovo device was given. The pt has no concomitant diseases and is not taking any other medication. The pt has made no recent changes in diet, pt has been less active over the winter months.